Event description:
An optometrist reported two weeks following lasik treatment, a patient presented with dry eyes. The pt reported the left eye feels dryer than the right eye. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain info, at this time add'l info was not received. (B)(4).